Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter tore/broke during the loading process. There was no patient contact with the lens. This occurred on (B)(6) 2019. An alternate lens was implanted at a later date and the problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Date received by manufacturer: "26-jul-2019" should be corrected to "29-jul-2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found that the lens optic and haptic had tears and there was foreign residue on the lens. (B)(4).